Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was 294 mg/dl. The customer stated that she received a low battery alarm then replaced her battery. The customer stated that she received an off no power alarm and it possibly be due to her battery cap. The customer stated that the pump has not been dropped or bumped. The customer stated that unattended alarms will drain the battery. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to insert new energizer aaa battery when she receive the off no power. The customer was advised to monitor the pump.